Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was repositioned on (B)(6) 2015 due to dislodgement. It should be noted that the patient had issues with the anesthesia and was combative during the procedure. This lead was successfully repositioned and remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).